Event description:
The patient had an episode of a-fib with rapir ventricular response that resulted in a 30 joule shock with an ii 0hm impedance. This lead was removed due to the 11 ohm shock, the device remained implanted. After the new lead was implanted, the device had a shock impedance of 41 ohms.